Manufacturer narrative:
The investigation found the pusher returned with the hypotube kinked at multiple locations, and the pusher bodycoil stretched and broken at the distal section. The implant was not returned for evaluation as it remained in the patient's body as described in the reported event. The pusher's heater coil was returned burnt which indicates thermal activation using a detachment controller did occur; furthermore, the pusher's monofilament profiled a mushroom shape, which also indicates the implant experienced thermal detachment. However, no procedure images were provided for review to determine if a fragment of the implant broke within the patient or if a fragment of the broken pusher bodycoil remained in the patient and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched, kinked, and broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The controller used in the procedure was found to function normally and would not have contributed to the reported complaint.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that a coil was tested with the detacher. Once deployed in the patient, the device was released using the same detacher, and the system produced two release sounds. Upon withdrawal of the pusher, a portion of the coil that had not fully detached was removed. Subsequently, another segment was retrieved with a microguide. However, a fragment of the coil remained inside the patient. No injury to the patient.